Event description:
Rptr is aware of at least three and possibly five occurrences where ventilators shut down without alarm. They lose power entirely and no back up power kicks in. Pt required bagging but sustained no injuries. Incidents have occurred even after the facility upgraded the software. The rptr is concerned that both the co and the facility are belittling the potential significance of these events. The respiration dept took the units out of svc and the facility put them back in svc blaming the power co. The rptr feels that at a minimum the MFR would have been on site to investigate and inservice the care providers if needed.